Manufacturer narrative:
(B)(4). Eval summary - the analysis showed that the device was received in good visual condition and with a cartridge loaded in the device. The cartridge was received partially fired and with the spring cartridge lock out damaged. The damage to the spring cartridge lockout is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. In addition two cartridges were received inside the bag, cartridge b was received void of staples and with no damage to the lockout, cartridge c was received fully loaded with staples and was tested for functionality with a test device. The returned device was found to be non functional as the firing mechanism was noted to be damaged. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. No functional test could be performed due to the condition of the device. The mfg records were reviewed and no anomalies were found during the mfg process.

Event description:
It was reported that during a wedge resection procedure, after changing the cartridge, the firing was unusual. It felt more stiff than usual. Another device was used to complete the case. There were no adverse consequences to the pt.